Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father called in to report a no delivery alarm. The customer changed out the infusion set and the device worked for the next 2 days, however the alarm reoccurred. The customer's blood glucose was 500 mg/dl. Since the customer was not present during the call and there was no troubleshooting. No further details were obtained.